Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon burst occurred. The 90% stenosed target lesion was located in the moderate tortuous and non-calcified shunt of antebrachial artery. During the second inflation at 10 atmospheres, the sterling otw (over-the-wire) balloon burst. "The procedure was completed with the same size ultrathin diamond balloon." No patient injuries or complications were reported. The patient's status was reported as "no problem".